Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on (B)(6), 2012. Subsequently, a revision occurred on (B)(6), 2014 due to loosening of the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states "dislocation, subluxation, loosening, migration, screw back-out and/or fracture of the implants can occur due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, excessive range of motion, excessive activity and/or other factors. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component showed signs of motion and the cement around the component was minimal.